Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the during a peroral endoscopic myotomy (poem) therapeutic procedure, the tip triangle of the subject single use electrosurgical knife fell inside the patient at the end of the procedure. The procedure was completed with similar device. It is unknown if the device fragment was retrieved at this time. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.